Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir was not able to lock in place and the act button had to be pressed harder to get it to go. Customer's blood glucose value was unknown at the time of the incident. Customer also stated that insulin pump had rejected new batteries and battery life diminished also the battery cap area and reservoir window was scratched up. Customer stated that insulin pump was stopped in middle of rewind, they gave a bolus and insulin pump would say no delivery of that bolus. Customer stated that lost pump settings during a battery change. The device will not be returned for analysis.